Event description:
Routine complaint investigation identified a higher reading of 338 mg/dl on a medisense precision xtra monitor when compared to a laboratory result of 50 mg/dl. No injury or medical intervention was reported.